Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined. The issue was resolved after the service actions.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The field service engineer checked the analyzer and did not determine a cause. He replaced the sample/reagent probe, sipper probe, all tubings, and the sample /reagent tubings. He replaced the measuring cell and the mixing paddle and ran system volume checks, photomultiplier voltage checks, performance testing, and a blank cell calibration. All checks passed. Calibrations, qc, and linearity were performed and the customer reviewed and verified the results. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 stat assay results from the cobas e411 rack. Sample 1 the initial result was 12 ng/l and the repeat results were 1042 ng/l and 1016 ng/l. On (B)(6) 2024, sample 2 initial result was 12.66 ng/l and the repeat result was 138.2 ng/l. The samples were repeated as the physician questioned the initial results. The repeat results were believed to be correct.